Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that there was damage to the pump casing around the display. In addition, it was reported that the threads of the battery cap were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
The pump has been returned, and it was evaluated by product analysis on 12/03/2014 with the following findings: the threads of the returned battery cap were found to be stripped: the reported issue was confirmed. The returned battery cap was unable to secure to the pump per the instructions for use (IFU); the reported issue directly contributed to this device failure. The following findings are unrelated to the reported issue: the battery compartment was observed to be cracked from the threads to the case seal. The display screen visual was found to be dim and discolored due to an unidentified display failure. The audio bolus button (abb) cover was observed to be punctured, and the abb was difficult to engage.